Event description:
It was reported that an unspecified number of syringes 1ml s/t w/ndl 25x5/8 rb experienced a needle/syringe that separated/spun out. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 309626, batch no.: 0021444. The cap is so tight it seems to be almost glued onto the needle. The needle comes off with the cap and they have to put another needle on the syringe because they cannot separate the cap from the needle.

Manufacturer narrative:
H.6. Investigation: twenty 1ml syringe with needles attached were received and evaluated. Nineteen were in fully sealed blister packs from batch 0021444 (p/n 309626) and one was loose. Fourteen of the shields were observed to have some degree of stress cracks at the bottom with five of the shields also having visible deformations. The was also damage present on the ribs of the hub where it connects to the shield. The nineteen syringes in fully sealed blister packs were tested for shield removal force using a force gauge. All were rejectable per product specification. Machine logs indicate adjustments were made to the needle nest during the manufacture of this batch. Potential root cause for the tight shield defect is associated with the assembly process. It is likely the needle nest was out of adjustment causing excess force to be applied during assembly. No corrective actions are necessary based on the defective rate identified. Batch 0021444 is considered in compliance with our product specification requirements. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Manufacturer narrative:
The following information has been corrected: b.3. Describe event or problem: it was reported that an unspecified number of syringes 1ml s/t w/ndl 25x5/8 rb experienced a needle/syringe that separated/spun out. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 309626, batch no.: 0021444. The cap is so tight it seems to be almost glued onto the needle. The needle comes off with the cap and they have to put another needle on the syringe because they cannot separate the cap from the needle.

Event description:
It was reported that an unspecified number of syringes 1ml s/t w/ndl 25x5/8 rb experienced a needle/syringe that separated/spun out. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 309626, batch no.: 0021444. The cap is so tight it seems to be almost glued onto the needle. The needle comes off with the cap and they have to put another needle on the syringe because they cannot separate the cap from the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 1ml s/t w/ndl 25x5/8 rb experienced a needle shield/cap that was difficult to move. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 309626 batch no.: 0021444. The cap is so tight it seems to be almost glued onto the needle. The needle comes off with the cap and they have to put another needle on the syringe because they cannot separate the cap from the needle.